Event description:
It was reported that the ilet touchscreen recognized swipe input with vibration but remained on the unlock screen, while other on-screen icons responded, and a replacement device was arranged. Symptoms included hyperglycemia with a highest blood glucose of 250 mg/dl and a measured value of 217 mg/dl, without reported physical symptoms. Outcomes included correction of glucose by changing supplies, no alerts for high or low glucose, and no need for external assistance or medical intervention. Investigation included remote troubleshooting and arrangement for device replacement. Investigation of this device revealed the complaint regarding the inability to unlock the device was confirmed and appears to be software related. The resolution for the software bug is on a troubleshooting ticket # 1042 and will be implemented in the upcoming firmware update 3.3.7, as the currently installed firmware is version 3.3.6. No further issues were observed during the troubleshooting steps.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.